Manufacturer narrative:
An event regarding dislocation involving a securfit shell was reported. The event was not confirmed. Method and results: device evaluation and results: visual analysis was completed as part of the material analysis report. Burnishing damage on the metal shell was also observed, likely due to contact with the femoral head during the reported dislocations. Bony material ongrowth was observed on areas of the proximal coated surface. Dimensional and functional testing a dimensional and functional inspection could not be performed due to the damaged described in the visual inspection medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review of the device history records indicates all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. It was reported that the patient fell and dislocated. Additional information, including operative reports, progress notes, x-rays and patient history are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
The patient underwent tha on (B)(6) 2000 for oa. On (B)(6) 2014, she fell down and dislocated. The doctor reduced the dislocation, but dislocation occurred again and again. So, revision surgery was performed on (B)(6) 2015. During the revision, the breakage of the poly liner was noticed.

Event description:
The patient underwent tha on (B)(6) 2000 for oa. On (B)(6) 2014, she fell down and dislocated. The doctor reduced the dislocation, but dislocation occurred again and again. So, revision surgery was performed on (B)(6) 2015. During the revision, the breakage of the poly liner was noticed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.